Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient programmer also reflects a communication error. The patient stated she last recharged the device approximately a month ago and is without stimulation. As such, the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted and replaced with a different model. Effective therapy resumed following the procedure.